Event description:
There was no device failure or malfunction reported. This pt was undergoing an aortic valve repair procedure. Resistance was met during insertion of the endovenous drainage cannula. After subsequent attempts to pass the cannula, a tear at the junction of the femoral and iliac veins was diagnosed. A vascular surgeon then performed an open repair of the vessel. A sternotomy was performed and the aortic valve repair was completed in the conventional manner. The pt recovered uneventfully. Both "tee" and fluoroscopy were used to guide cannula placement.